Event description:
A cartridge change error was reported with the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through inspecting and cleaning the pump components, after which the customer successfully completed the cartridge loading process and resumed insulin delivery.